Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, with a small crack noted on the screen; a replacement pump was arranged and the user planned to revert to backup therapy when supplies depleted, and a new case was provided to fit the replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a touchscreen component problem consistent with an unresponsive input interface, and a software problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.